Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the lead exhibited noise due to electromagnetic interference (emi). The reported lead was not installed and the procedure was completed with an alternative lead on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned for analysis. Electrical testing, visual inspection and x-ray examination of the lead did not identify any anomalies.